Event description:
During a coronary drug eluting stenting treatment procedure, the guidewire was sticking to the balloon. A taxus express2 3.0 x 8 mm drug eluting stent was successfully placed in an unk vessel. There was no problem in fully deflating the balloon following stent deployment. After trying to remove the choice pt guidewire it was found to be stuck to the stent delivery system (sds). The guidewire and the stent delivery system were able to be easily removed together. Once outside the body, they removed the stent delivery system from the guidewire and wiped down the wire. They were then able to freely move the sds on the wire. There were no reported pt complications. Same as mfg number 6000130-2004-00183.